Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: device photograph(s) for the device related to the reported event rupture was reviewed on apr 20, 2022. Visual analysis of the photographs identified: black particles on the surface of the gel. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported "implant rupture". Confirmed by ultrasound. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Event description:
Physician reported "implant rupture". Confirmed by ultrasound. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.